Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the pt went to recharge the ins and it could not find it to charge. Pt claimed they have been having problems sometimes when charging but yesterday it would not hook up to charge it at all. The pt was then feeling around where the ins battery was and it felt different; the pt usually felt a hump on their back but the ins felt flat in their back for it was like it was not where it was supposed to be. Pt then noted the night before then, they woke up for they felt like how they felt before the ins was installed because the pt had pain down their legs like before. During the night they woke up to stabbing pain yesterday. The pt then tried to recharge the ins today and they were able to get it to connect, but it took almost 2 hours to charge and the ins only recharged to 90% battery, and while recharging ins it was going back and forth from good to excellent. Agent asked for event date and they said probably for the last couple years they had to charge every day since it did not hold a charge very well. The pt then clarified that the ins charging issues started yesterday where it would not connect at all; at one point the pt tried 30 minutes to connect while trying different positions and that was when it felt different in their hands for it felt weird. Pt then noted that the pain they had never went away completely with the ins for they radiated all the time for they never had their pain not go away completely. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The controller was at 50% and the ins was at 90%. Pts ins incremented to 100% on the call. Pt will monitor ins charging and call back if issues persisted. Pt was then redirected to their healthcare provider (hcp) for further issues with ins. Agent emailed pt physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient restating previous information. They have an appointment with their hcp on nov. 17th.